Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 120 to 130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer states she felt fine today ((B)(6) 2017), however, was shocked by the result 155mg/dl- (fasting) displayed on the meter and went to the doctor to confirm the result. When she arrived at the doctor, her result was 125mg/dl fasting. Customer was told by doctor to contact manufacturing company about the meter reading high. Customer is concerned with 155mg/dl fasting result. Ran a control test and obtained 36mg/dl (in range).